Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 4/29/2026.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e2301 alteration in body temperature/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient encountered hypoglycemic event around 2:00pm, the patient was just watching tv with his friend and the patient was sweating a lot and making bad, weird noises, cold and shaking. At that time the cgm reading was 150 mg/dl at the time which the patients believe was incorrect because of the symptoms he was feeling. The patients friend called 911 but the patient refused, he took 3 glucose tablet (glucose tablet was provided by his friend) and shortly after, the patient passed out. The friend was watching him while sleeping and after 2-3 hours he regained consciousness and he was sick to his stomach his blood glucose went up to around 150 or 170 mg/dl. On (B)(6) 2026 the next day, the patient was feeling tired and exhausted but the bg was within a normal range (didn't disclose the value). Patient was fine during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.